Manufacturer narrative:
The reported event could not be confirmed, since the device was implanted and hence not returned for evaluation. The device inspection was not possible as the product was implanted and hence not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
Subject: (B)(6). Perform humeral system study (phs). Unexpected pain not related to surgical recovery. Subject reported pain at their study visit. The pain may be related to overuse following their contralateral shoulder replacement on (B)(6) 2024. An ultrasound on (B)(6) 2024 demonstrated no retracted rotator cuff muscle.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6). Perform humeral system study (phs). Unexpected pain not related to surgical recovery. Subject reported pain at their study visit. The pain may be related to overuse following their contralateral shoulder replacement on (B)(6) 2024. An ultrasound on (B)(6) 2024 demonstrated no retracted rotator cuff muscle.